Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 242 mg/dl while wearing the pod between 1 and 4 hours on the leg. The patient fell fractured their ribs and the kidney was injured as well. No additional information was provided. The patient was still in the hospital at the time of the call.